Manufacturer narrative:
(B)(4). The complaint could be confirmed. X-ray examination found that pieces of a broken guidewire was inside the lead and resulted in fractured inner coil at three locations, 34.5cm, 39.5cm and 43.5cm from distal tip. Outer insulation was damaged at 34.5cm and 39.5cm from distal tip. Electrical tests found open circuit due to the fractured inner coil.

Event description:
It was reported that the lead impedance was out of range and had been since (B)(6) 2015. The lead was explanted and patient condition was good before and after the revision.